Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the cause of the elevated bg level was due to the customer's nerves. Tandem technical support offered to provide troubleshooting, however, the customer declined. The customer delivered a correction bolus to stabilize bg level.